Manufacturer narrative:
The reported condition was confirmed. This issue is currently being investigated.

Event description:
A depleted battery alarm. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hosp representative stated that there were no reports of pt injury or medical intervention.